Manufacturer narrative:
The lot was manufactured between march 16, 2022 - march 18, 2022. The device was received for evaluation. Visual inspection was performed and the tubing line was observed separated from the solvent-bonded junction of the flow restrictor. Further examination revealed the cause of separated tubing line that resulted in leakage was due to no solvent on the tubing. The reported condition was verified. The cause of no solvent on the tubing was due to an assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the tubing that was separated from the luer adaptor. This issue was identified after connection to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.